Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy pd effluent and vomiting. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event and was treated with intraperitoneal cefazolin and ceftazidime (doses and frequencies not reported) for 2 weeks. Five days after hospitalization the patient was discharged and on an unknown date, was recovered from the event. Action taken with pd therapy at the time of this event was not reported. No additional information is available.